Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with cyst gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device failed to cauterize tissue. While the physician adjusted the scope to obtain a better position, the stent prematurely deployed within the scope. The scope was removed from the patient and the stent was then removed from the working channel. The procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.